Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented to the emergency room (ER) after a witnessed syncopal episode while seated in a restaurant. Diagnostic test of the implantable cardioverter defibrillator (ICD) and the patient were all normal. A computed tomography (CT) scan of the patient¿s head without contrast were all normal for the patient. The ICD remains in use. The patient is part of the wrap it clinical study. No further patient complications have been reported as a result of this event.